Event description:
Mid ear implant with a product of said firm with surgery in 1999, with negative results and the company does not give solutions to the issues presented via three or four e-mails sent in the year 2000, 2001 and recently in 2002. Reporter can afirm that the implant failed because of the product. Reporter should have connected a headset in the left ear, not operated, and now they have withdrawn the representation that reporter had. Reporter hopes other pts don't fall in the same situation that they are going through, the treatment has been careless, they have not demonstrated interest in a solution. After the intervention relations (communications) started once again with symphonix devices vibrant. They even sent reporter a new processor and repaired one that was defective but they don't hear like the brochures claim. Reporter has informed symphonix rep came to the conclusion that reporter's audiologist should participate to try to solve the problem. Reporter audiologist also participated, but to date no answer has been found. In this condition, reporter transcribes the current legal status of the company: in 11-02, the director of symphonics devices inc considered the dissolution of the company advisable and approved a plan of liquidation and total dissolution for which symphonix will seek the approval of the shareholders. Symphonix hopes to liquidate all its (shares), including its intelectual property. Causes reporter deep concern, because in reality the solution is taking a long time. Reporter wishes to have a solution to the hearing problem and that the company take responsibility for the implanted prosthesis which causes many problems, not only in everyday tasks (activities), but also in the quality of life. Reporter has serious difficulties (problems) communicating with the rest of society. Reporter seeks a solution to their hearing problem. Logically all costs should be incurred by the company, including the cost of travel if it is determined that reporter has to travel.